Event description:
Hemostasis was achieved with a 6f angio-seal vip on february 18, 2015. On (B)(6) 2015, the patient presented with pain in the leg and arteriotomy site. The patient was discharged but on (B)(6) 2015, they presented again with pain and a CT angiogram was performed. The angiogram showed a near occlusive thrombus and a retrograde dissection. An endarterectomy, thrombectomy, and patch plasty were performed on (B)(6) 2015. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Three images were received from the customer. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.